Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4), serial: (B)(4), batch: a00005819.

Event description:
It was reported one of the patients leads displayed invalid impedances resulting in ineffective stim. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received indicating surgical information was undertaken wherein the affected lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.